Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted and the unit was confirmed to have a foreign contaminant on the display board, however this did not impact the display functionality during testing. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that the alarm does not function on the device. No consequences or impact to patient.